Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge however, after removing device from charger, the green led did not flash. After the test plug was installed, the led did not flash, the problem was isolated to electronic assembly. The unit failed to sync properly during rf/ble association; the problem was isolated to electronic assembly. In conclusion, unable to perform functional test, rf/ble/downgrade/associate test due to communication anomaly, the customer complaint of the led and not communicating anomaly is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that they received sensor lost signal. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and transmitter led light did not blinked when connected back to the sensor but transmitter was not connecting to the pump. Deleted transmitter serial number and re-paired transmitter to pump but issue persisted. Transmitter may not be communicating. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn.